Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer reported radio frequency pic failed self-test. The customer's blood glucose level at the time of incident was 184mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.